Manufacturer narrative:
Device not returned.

Event description:
It was reported that during a procedure the connection to the drill bit broke. The procedure was completed successfully. There were no adverse consequences, medical intervention or procedural delays reported.